Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument broke at an unknown time and all pieces of the fractured instrument were returned. No known adverse event was reported. Attempts have been made and no further information has been provided.

Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned tasp exhibits signs of repeated use (nicked or gouged) and the dovetail feature is compressed and it is fractured into two pieces, confirming the reported event. DHR was reviewed and no discrepancies were found. The root cause is a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.